Event description:
A customer complaint form was received by covidien (B)(4) which stated the flange on a patient's tracheostomy tube broke where it secures the inner cannula. A physician replaced the broken tube.

Manufacturer narrative:
The history record for the lot number provided will be reviewed. If the sample is returned a failure investigation will be performed. No analysis or conclusions can be made without the device.